Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 64513, was returned and analyzed. Visual inspection of the catheter showed the catheter is intact with no apparent issue. Smart chip verification indicated the catheter was used for 3 applications on the date of the event. The catheter passed the performance test no system notice was triggered. The balloon catheter was inserted easily into sheath without any difficulty. The catheter was under vacuum and balloon was fully extended. During inflation a kink on guide wire lumen was observed inside balloon segment at 1.38 inches from the tip. The pressure test did not show any breach at guide wire lumen. In conclusion, the reported guide wire kink on the balloon catheter was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the catheter was kinked, indicating a guide wire lumen kink. This made it difficult to place in the sheath. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.